Event description:
It was reported that the patient underwent a surgical procedure involving a sling device in which a new artificial urinary sphincter (aus) was implanted due to unspecified reasons. No additional information was reported.